Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported he was hospitalized 6 times for hyperglycemia and diabetic ketoacidosis due to e6 mechanical and e10 cartridge errors on the infusion device. This first occurred in 2008. He provided a second date of (B)(6), 2009, when his blood glucose elevated to "hi" (>600 mg/dl). He was unable to provide the specific dates or details of the events, including how long he was hospitalized and what treatment was provided. The alleged product was requested for evaluation.